Event description:
A malfunction alarm was reported with the customer's pump, displaying malf 3. There was no reported impact to the customer's blood glucose level. The customer opted to use multiple daily injections as a backup therapy while the pump was replaced by technical support, which confirmed the shipping address and instructed the customer to return the pump using a pre-paid label within ten days.